Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 8, 2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod fully advanced. The plunger rod tip was damaged in a way consistent with damage that occurred during shipping. The cartridge presented with viscoelastic residue distributed through the length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. Plunger rod advancement was inspected, and no issues were identified. The lens was removed from the tape attached to the handpiece tray and cleaned. The lens presented with a cut that did not extend through the entire lens, and cosmetic issues. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted with a scratch/mark on it. The lens was removed during the same procedure and a back-up iol was used. No further detail was provided.

Manufacturer narrative:
Corrected information: in the report submitted mar 4, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Also, it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section d4 - catalog #: dcb00v0235. Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.